Manufacturer narrative:
This an initial report. The product has been requested back for investigation. A final report will be submitted went the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported they were receiving an err4 message when inserting strips into their freestyle flash blood glucose monitor and a battery/booklet icon, which is the indication that the monitor may have exhibited a memory overwrite malfunction. Since he was unable to test his glucose level and was feeling that his sugar was high, he took more medication. No third party medical intervention was required. There was no report of death, serious injury or mistreatment.